Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a catheter fracture occurred. The physician was attempting to place a taxus express2 3.0x32mm drug eluting stent in a calcified but non-tortuous vessel of an unk location. While advancing the stent and delivery system through the guide catheter, the distal part of the shaft was broken. The device was removed and replaced with another taxus stent with good results. No pt complications were reported. Pt condition is reported to be satisfactory.